Event description:
On (B)(6) 2014, it was reported that the patient had cardiac issues for some time (prior to vns). The physician requested information on bradycardia and vns; however, he did not provide any additional information on the patient's identity or cardiac events.